Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05180. It was reported that catheter froze on wire. During a procedure, an nc quantum apex balloon catheter was used over a samurai guidewire. The wire sticks at the inner lumen of the balloon after dilatation. When the physician pulls the balloon back, the wire pulls back too. The procedure was completed with the same devices. There were no patient complications.